Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the pictures identified that the effluent line is perforated near the support plate. The reported condition is verified. The reported leak is due to the line perforation. The cause of the perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak from the effluent tube was observed. There was no patient involvement. No additional information is available.